Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes experienced broken lid/cap. The following information was provided by the initial reporter. The customer stated: "before use, it found that the stopper was damaged."

Manufacturer narrative:
H.6. Investigation: bd received 1 samples and 3 photos for investigation. The photos and samples were reviewed and the indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, retention samples from bd inventory, were evaluated by visual examination and the issue of defective stopper molding was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes experienced broken lid/cap. The following information was provided by the initial reporter. The customer stated: "before use, it found that the stopper was damaged."